Event description:
This is a case reported by reporter. A patient under apd treatment, called in the evening due to feeling overloaded during first fill. The patient started therapy with her stomach empty. The patient's doctor suggested a manual drain and to go to the hospital the next day. There were no other consequences regarding this patient. No additional information is available regarding this incident.